Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies, noting the battery was not in a new condition. The serial number was lost and a power on reset occurred during testing.

Manufacturer narrative:
Event date is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider for a clinical study reported a loss of efficacy and the device was therefore ¿ineffective.¿ symptoms included an increase in frequency episodes. The etiology was noted as undesirable change in stimulation. The amplitude, pulse width, and rate were increased on (B)(6) 2016. Reprogramming was performed but it did not resolve the issue as it was ongoing at the time of the report. Additional information received reported the neurostimulator was replaced on (B)(6) 2016 and the patient issues resolved without sequelae. Cause of event and reason for explant remained unknown.

Event description:
Additional information received reported the device was explanted due to ¿neurostimulator battery life depletion.¿ no indication whether it was a malfunction or normal.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that a malfunction occurred. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the device was explanted due to normal battery depletion. No patient injury reported and the patient recovered without sequelae. The device was turned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.